Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose at the time of incident was 400 mg/dl. Customer stated that insulin pump kept saying that it was failing and have to rewind. Customer was able to rewind and it was no longer beeping alarm of insulin flow blockage. Customer stated insulin exited during fill cannula. The insulin pump will not be returned for analysis.